Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose was between 116-130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.